Manufacturer narrative:
6/10/97-supplemental report #1 submitted to FDA.

Event description:
The device was used on the rotator cuff. Reportedly, the suture broke. The hosp reported that no pt injury had occurred.